Event description:
On several occasions an arterial blood sample has been aspirated back into the face of the clinician. Processing the blood sample. Facility is unable to determine the cause of this random "splash", but assumes it is due to a clot being present in the tubing distal to the point of entry of the blood sample. The analyzer performs a wash/flush after each sample; but this has not prevented the accident from occurring again.